Event description:
Customer reported tray has wrong label inside (labeled 8888-826115 but is actually 8888-828111). All the components inside are correct; however, insert stated the drug is different.